Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient had surgery (B)(6) 2013; underwent revision (B)(6) 2016: modular head replaced along with acetabular components. Metallosis noted in op report. Stem noted to be well-fixed and retained". Revision op report notes pain as well as "wear was noted on the polyethylene liner. The acetabular shell was noted to be in excessive vertical position."